Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however customer believes the cause to be related to the non-tandem infusion set, but was unable to confirm this. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released the following day with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.